Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprostheses, gore® dryseal flex introducer sheath (dsf), and gore® molding & occlusion balloon catheter (mob). During the treatment, the left internal iliac artery was unintentionally covered by contralateral leg (plc141200j). To treat it, plc141200j was pushed up using a 12 fr dsf and a mob. Also, non-gore catheter was used to select the left internal iliac artery from the left external iliac artery. Then plc141200j was successfully pushed up and the left internal iliac artery had patency. However, a dissection of the left internal iliac artery was observed. To treat the dissection, additional bare stent was implanted. The dissection improved. A type ii endoleak from a lumbar artery was also observed. No treatment for the type ii endoleak was performed. The physician decided to monitor the type ii endoleak. The patient tolerated the procedure. The physician stated that he could no get a good branch due to the angle limitation of the c-arm, also he did not push up enough at the end of implantation. He had no choice but to push the contralateral leg up a little too forcefully.